Event description:
Boston scientific received information that during a changeout procedure for normal battery depletion when another manufacturer's chronic right atrial (ra) lead was inserted into this pacemaker, the impedance measurement was less than 200 ohms. The lead was tested on a pacing system analyzer (psa) which yielded in range impedances of 250 ohms. The lead was then re-connected to this pacemaker and still yielded out of range impedances measurements of less than 200 ohms in bipolar configuration. However in unipolar configuration the impedance measurements were within range at 250 to 260 ohms. It was noted that the chronic ra lead impedance measurements was stable and within range at 300 ohms with the previous pacemaker. Subsequently chronic ra lead was programmed to unipolar and both the pacemaker and chronic ra lead were implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.